Event description:
The rptr stated that during a spinal surgical procedure using the manta ray anterior cervical plate and the variable self tapping screw (part number 22-16-40ll), a screw pulled through the plate when it was being inserted. The surgeon completed the procedure using a replacement screw.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. The product was not available for return for eval. A review of the complaint system showed this to be the third recorded incident of this type. The design of the device was changed in 2008 to address this issue. Integra consider this complaint closed. Further incidents of this nature will be documented for recurrence and trending purposes.